Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that when transitioning in the software to navigate, the 3d model was not present on the screen, and then the system displayed and error 64 message. The site performed a hard reboot of the system and the issue resolved. The site elected to continue through procedure. There was a less than one hour surgical delay. 2024-jan-29 e1 (rep): additional information was received. It was reported that this occurred during a craniotomy for endoscopic biopsy. The site advanced from the registration page to the verify registration page, which was when the model disappeared. Then the error 64 message appeared immediately after that, which required the system restart. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3, h6: software data was received for analysis. A software failure was confirmed. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.